Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a thrombectomy procedure using indigo system cat5 aspiration catheter. During the procedure, a indigo system cat5 aspiration catheter was used without using the peel away sheath and it became kinked. It was removed and the case successfully continued using a new indigo system cat5 aspiration catheter. There is no report of an adverse effect on the patient.